Manufacturer narrative:
(B)(4). This complaint for the system error 2240 (air in line) occurred during dwell 4/5 was not confirmed. The root cause of the complaint was not determined. The hp stated he did not notice any visible damage or abnormalities with the supplies in use and did not know how air might have got into the lines. Similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).

Manufacturer narrative:
(B)(4). Should any further information become available, a follow up will be sent.

Event description:
A home patient (hp) contacted baxter's technical service center regarding a system error (se) 2240 alarm that occurred on the home choice (hc) machine during dwell 4 of 5. The technical service representative (tsr) explained the se indicates air entered the set up and assisted the hp to cycle power to clear the alarm. The hp confirmed to complete therapy with manual supplies. The tsr reviewed proper procedures per the user manual. On (B)(6) 2011 product surveillance spoke with the hp who confirmed nothing unusual was noted with his supplies. The hp stated he spoke to his registered nurse (rn) about the alarm and that since then therapy has been going fine. There was no patient injury or medical intervention reported.